Event description:
It was reported that the rotawire detached. A rotawire was selected for a percutaneous coronary intervention (pci). During the procedure, it was noted that the wire broke into two pieces. No complications were reported and the patient was stable.

Event description:
It was reported that the rotawire detached. A rotawire was selected for a percutaneous coronary intervention (pci). During the procedure, it was noted that the wire broke into two pieces. No complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual inspection revealed that the body of the guidewire was kinked and detached. A microscopic inspection revealed that the spring tip was observed bent. The detachment of the guidewire was at a distance of 140 cm. The reported event of detachment was confirmed.